Manufacturer narrative:
Additional information received indicated that the previously reported lot number for the product was incorrect. The lot number for the product is unknown. As reported, the physician performed additional procedures today with the railway system using vista brite tip guiding catheters instead of adroit guiding catheters. The performance was noted to be improved but resistance was still felt during insertion. There was no reported patient injury. Additional information received indicated that the vista brite tip (vbt) guiding catheter was a 100 cm. 6 fr. Rbl 4.0. The problem reported was difficulty with insertion of the vbt over the dilator of the railway system. The tip of the vbt catheter was noted to be kinked slightly and there was unspecified damage to the tip of the railway dilator. Additional information was received indicating that there was difficulty inserting the adroit guiding catheter within the radial artery. No additional information is available. Two non-sterile units of 6f .072 rbl4 100cm were received coiled in a plastic bag along with a non-sterile, kinked railway device. The received catheters were numbered/identified as units one to two. Unit #1. Per visual analysis four kinked conditions were found through catheter body at 17 cm, 43 cm and 82 cm all from distal end. Unit #2, per visual analysis, one kinked condition was found through catheter body at 12 cm from the distal end. Dimensional analysis was performed. The catheter body od and ID were measured near to kinked conditions and the results were found within specification. The received catheters were successfully flushed. Then the received railway vessel dilator was inserted over the received catheters, however, resistance was felt at the catheters and railway vessel dilator only at the kinked areas. No device history records review could be performed since no lot number was provided. The complaint reported by the customer as ¿catheter (body/shaft) - insertion difficulty¿ was confirmed as resistance was felt during functional testing. However, it was concluded that the resistance felt could be related to the kinked conditions found on the received devices. The cause of the kinked conditions found on the received catheters could not be conclusively determined during the analysis. Access site characteristics and procedural factors may have led to the insertion difficulty reported. As cautioned in the instructions for use, which is not intended as a mitigation, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. The guiding catheter may occlude smaller vessels. Care must be taken to avoid complete blood flow blockage.¿ the product analysis results do not suggest that these damages are related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Two (2 each) catheters were returned for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the physician performed additional procedures today with the railway system using vista brite tip guiding catheters instead of adroit guiding catheters. The performance was noted to be improved but resistance was still felt during insertion. There was no reported patient injury. Additional information received indicated that the vista brite tip (vbt) guiding catheter was a 100 cm. 6 fr. Rbl 4.0. The problem reported was difficulty with insertion of the vbt over the dilator of the railway system. The tip of the vbt catheter was noted to be kinked slightly and there was unspecified damage to the tip of the railway dilator. Additional information was received indicating that there was difficulty inserting the adroit guiding catheter within the radial artery. No additional information is available.